Event description:
The hospital reported that during a diagnostic colonoscopy, the polyloop could not be released. The hospital was performing a polypectomy using a polyloop with a non-olympus endoscope. The hospital reports that polyloop was successfully placed at the base of the polyp; however, the polyloop could not be released from the device. The hospital performed an emergency removal of the endoloop, which was successful. The polypectomy was completed with the use of a non-olympus snare. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation. The cause of the user's experience could not be determined at this time. If add'l info becomes available, a supplemental report will follow. This report is being filed as an MDR in an excess of caution.